Manufacturer narrative:
(B)(4).

Event description:
It was reported a securesense revealed more than 30 non-sustained rv-noise episodes and oversensing. The lead was capped and a new lead was implanted. The patient condition is stable.